Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation and the right atrial (ra) lead had a polarity switch due to low impedances. The lead also exhibited far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.